Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Cause was not known. Customer attempted to address the bg by performing a supply change but ultimately went to the emergency room with ketones of an unspecified size, vomiting, and a urinary tract infection. While in the ER, the customer was treated with anti nausea medication as well as fluids of saline. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.